Event description:
It was observed during the device inspection, that the rhino-laryngofiberscope exhibited foreign objects in the objective lens, the lighting lens, the bending section cover, and the bending section cover bonding area. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the investigation results, foreign material in the objective lens, the illumination lens, the bending rubber, and the bending rubber adhesive, could not be identified. Foreign material had not been identified but could identify why the foreign material remained in the device. According to the facts found out in the investigation, it could be confirmed that a leak failure occurred. We surmised that the foreign material might have remained because the reprocessing could not be completed properly. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿·chapter 5 reprocessing: general policy. ·chapter 6 compatible reprocessing methods and chemical agents. ·chapter 7 cleaning, disinfection, and sterilization procedures¿. Olympus will continue to monitor the field performance for this device.